Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an application of fixation the anchor broke inside the patient, the anchor hole was prepared with a drill. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device shows the outer portion of the anchor is missing and was not returned for evaluation. The inner screw remains on the inner shaft. Removal of the inner screw showed the inner shaft to be bent. Torque limiter was functionally tested and found to perform as intended. The condition of the device indicates axial alignment to the insertion site was not maintained during insertion of the anchor.